Event description:
It was reported that during a da vinci si prostatectomy procedure that the maryland bipolar forceps instrument was noted to have frayed wires at the distal end. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at wrist were not damaged. The instrument passed electrical continuity testing. Engineering found that the frayed grip cable was derailed at the distal idler pulley. The grips could still open and close, but movement was not precise. Engineering concluded the cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have contributed to the derailment. In addition, engineering found the one grip was bent, causing side to side misalignment of grips. There was a .024 offset at the tips indicating overloading at the tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.